Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 140 and 107 mg/dl. Tests were done within 20 minutes with a difference of 24%. Control solution tested within range. Patient did not experience any adverse events. No further information has been reported.